Manufacturer narrative:
Evaluation results: the spectra cylinder was visually inspected and functionally tested. The cylinder had a hole in the outer layer that was the result of a sharp instrument that exposed inner segments. This cylinder is functional.

Event description:
It was reported the patient had one spectra penile prosthesis cylinder removed due to erosion and pain. No additional patient complications were reported in relation to this event.